Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the broken wire on ise mix motor. The fse replaced the ise mix motor to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining erratic patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their cell 1 of au5800 clinical chemistry analyzer. The customer repeated the two (2) patient samples and obtained normal results. The customer reported initial results out of the laboratory, however, they were corrected later. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.